Manufacturer narrative:
Device code changed to (B)(4) - patient-device incompatibility.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident is consistent with patient related factors and/or issues.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the patient's trial surgery, the physician was unable to implant the lead due to scar tissue. The surgery was abandoned.